Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms. The device was checked in the clinic and impedances were still oor and threshold values were normal. It was noted that impedances have been very stable measuring in the 600 ohm range. There were no episodes of noise on the presenting electrogram. Additionally, there was a stored left ventricular automatic threshold (lvat) that was successfully completed. Technical services recommended to continue to monitor. At this time, this crt-d and lv lead remains in service.